Manufacturer narrative:
(B)(4).

Event description:
It was reported that via merlin.net transmission, noise on atrial channel leading to ams episodes was noted due to suspected myopotentials. Further testing was recommended. It was planned on continue monitoring regardless.